Manufacturer narrative:
Product analysis: the product was discarded by the customer and will not been returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a left ventricle perforation was note d at the apex during valve deployment. Since the blood pressure decreased and was not recovering, the valve was pulled up into the ascending aorta to stabilize the patient. Cardiopulmonary resuscitation (CPR) was performed and anesthesia support was provided but the patient subsequently expired due to the perforation. Per the physician, the perforation was caused by the medtronic guidewire. No autopsy was performed.

Manufacturer narrative:
Additional information was received that the guidewire was inspected prior to use and appeared to be in good condition. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle. No unusual resistance was felt. The physician did not believe that a malfunction of the device caused this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.